Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash under a therapy electrode pad and under the front ECG electrodes. The patient was provided clotrimazole cream by a pharmacist and a prescription by his doctor. During follow-up, the patient reported that the irritation was improving.